Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient experienced foreign body sensation and dryness on both eyes at a 1 month post op exam. The surgery center noted there was more dryness on the right eye (od) than the left eye (os). The patient¿s chief complaint was of dry eye. The patient¿s comments were of dryness, redness, fluctuation of vision. The patient experienced loss of best correct visual acuity. Topical steroid dosage was increased at the one month post op exam. At 6 months, the topical steroid treatment was changed. Best corrected visual acuity (bcva) from (B)(6) 2017: right eye pre-op 20/20 1.00 x -2.25 x 166, left eye pre-op 20/20 4.25 x -8.00 x 51. Bcva from (B)(6) 2017: right eye post-op 20/20 -.50 x -.50 x 15, left eye post-op 20/20 -1.25 x -1.25 x 40. Bcva from (B)(6) 2017: right eye post-op 20/20, left eye post-op 20/70.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.